Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed false reactive results for alinity cmv igg on the alinity processing module, serial number ai24580. The following data was provided: cmv igg results: sid: (B)(6) processed on (B)(6) 2026 results = 2.95, 1.10, 48.37, 1.23, 1.12, and 1.01 au/ml. Sid: (B)(6) processed on (B)(6) 2026 results = 13.09 and 0.27 au/ml. Sid: (B)(6) processed on (B)(6) 2026 results = 185.31, 0.33, 0.38, and 0.96 au/ml. Sid: (B)(6) processed on (B)(6) 2026 results = 6.44, 7.19, 0.61, 0.71, 3.08, and 0.77 au/ml. Sid: (B)(6) processed on (B)(6) 2026 results = 21.28, 0.36, 0.26, and 0.25 au/ml. Sid: (B)(6) processed on (B)(6) 2026 results = 29.78 and 0.41 au/ml no impact to patient management was reported.